Event description:
During surgery a 3.2 mm cortical bone screw head broke from the shaft as it has being inserted into the pt. The surgeon removed the screw and replaced it with another trimed 3.2 mm cortical bone screw. The pt had normal bone quality, and the provided bone tap was not used prior to insertion of the failed screw into the pt's bone.

Manufacturer narrative:
Device malfunction. Device returned to MFR. Device was found to have a mfg defect. Device was removed and replaced with another trimed screw.